Event description:
A peritoneal dialysis nurse (pdrn) reported that dialysis solution leaked out of the pt line. Pdrn stated that she noticed a puddle on the floor and that the pt line from the cycler tubing had a hole in it. Pdrn also reported that on (B)(6) 2015, the pt had to go to the emergency room and was told she had peritonitis and then on (B)(6) 2015 she informed her pdrn. Sample is not available; sample was thrown away. Additional attempts to contact the pdrn have been made with no additional info provided.

Manufacturer narrative:
Med records have been requested and have not been received by the MFR to date. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical investigation. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.